Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during heat disinfection mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 27,850 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. The burned power plug was noticed during heat disinfection mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 27,850 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.